Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported an undesirable increase in stimulation following charging of the evoke closed loop stimulator (cls). Use of electrocautery during permanent implantation procedure was reported. A revision procedure was performed to replace the cls and resolve the reported event.